Event description:
The technician alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail weldment mount bracket is bent. The technician replaced the side rail weldment mount bracket to resolve the issue.